Event description:
During a follow-up in clinic, episodes of post-paced t-wave oversensing were observed on the device. Technical support was contacted and the device was reprogrammed. The patient was stable.